Event description:
A surgeon reported the intraocular lens became stuck in the cartridge of the delivery system and broke in two pieces. One piece remained in the cartridge and one piece was released in the eye. The lens was successfully removed. Follow-up with the surgeon confirmed that another lens (same model) was implanted without incident in 2007. The pt had no complaints following this procedure.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation and the info required to complete a review of product history records was not provided. However, the associated intraocular lens was returned and verified to have haptic and optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. No conclusions can be drawn. Add'l info was requested and received from the surgeon on 02/22/2007.